Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. The device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed opening on the posterior side assessed as surgical damage. Additional observations: crease fold observed bon the device. Wear abrasion observed. Brown particles observed on the fill channel.